Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer woke up with a low blood glucose (bg) level of 61 (mg/dl). Reportedly, customer stated that they drank a soda before bed and may have miscalculated the amount of carbohydrates in the beverage. Customer consumed a glucose tablet which raised their bg level to 91 (mg/dl). Recommendation was made to consult with health care provider to discuss diabetes management.